Manufacturer narrative:
(B)(4).

Event description:
One resolute integrity drug eluting stent was implanted during the index procedure in the 1st obtuse marginal. The patient expired approximately 11 months post index procedure. The cause of death is unknown.